Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a possible seizure, which was their first in 15 years. The patient was going to have an MRI. There were no further complications reported or anticipated.